Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device image was corrupted and reason for bvvi is unknown. After the device code was downloaded successfully, the device was tested on the bench using automated testing equipment and no anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that prior to an initial implant procedure, the pacemaker was interrogated and noted to have been in backup vvi mode. The device was replaced. No patient was involved.